Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal ceftazidime (dose and frequency not reported). At the time of this report, the patient had not yet recovered from the peritonitis. Dianeal therapy was ongoing. The patient was scheduled to have their pd catheter removed. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, manufacturer, and 510k number which have been provided. A batch review was conducted for potentially associated lot numbers h14b07021 and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).